Event description:
On (B)(6) 2014, the pt underwent a permanent implant procedure. During the procedure, the dr was unable to successfully implant the lead. As a result, the procedure was extended 45 mins. In turn, the procedure was abandoned. The product(s) intended for use will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.